Event description:
Boston scientific received information that this implantable lead dislodged. A lead revision procedure was performed where the lead was explanted and replaced. The lead has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the lead was thoroughly inspected and analyzed. Dried blood was noted in the lumen of the lead. The lead was determined to have been electrically continuous. Laboratory analysis was not able to confirm the clinical observation.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.